Event description:
The customer contact reported a "brownish particle" inside the tubing. The pt was receiving morphine. After an unspecified length of time in use, particulate was observed in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.